Manufacturer narrative:
System analysis/service repair: the system was evaluated and repaired in the field on (B)(6) 2016. The reported issue was confirmed and determined to be the result of a voltage select board (vsb). The vsb was replaced, and water flow adjusted. The system was tested and verified to specification.

Event description:
It was reported that upon turning the key switch to power on the laser system, a spark at the back of the system was observed and a burning smell noticed. There was no case or patient involvement; there was no injury reported.